Manufacturer narrative:
A segment of one venous tesio lumen was returned for evaluation. A visual examination of the catheter revealed that the lumen is fractured at the edge of the cuff retainer proximal to the tip. The edge of the break is jagged. Pictures were provided of the internal portion of the lumen that was not returned. There is a 7.7 cm segment of lumen present from the opposite end of the cuff retainer-the-external portion of the device. There is no evidence of swelling, crumbling, discoloration, degradation or polymer variation of the lumen material. The lumen was measured. All measurements were within the dimensional specifications. The incident report noted that the catheter was implanted for six years. We are unable to determine the exact cause of this event. The longer a catheter is implanted and functioning properly the less likely a catheter's failure can be contributed to a manufacturing defect or a failure of the product's design.

Event description:
The patient having tesio catheter inserted into the right internal jugular vein had a bad blood flow during dialysis. Confirming with x-ray, they found out the cuff central side of the v-side catheter ruptured and had been spraying to the right atrium. The catheter was held by snare approached from the right femoral vein and removed.